Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, error 23118 occurred on universal surgical manipulator (usm) 4. The distributor's technical support engineer (tse) was contacted for support. The tse asked the caller whether it was possible to read the logs from the touchscreen. The error was pointing to arm 4, axis 3. The tse asked the customer whether it was possible to reboot the system, but the issue reoccurred. The tse asked whether it was possible to disable arm 4 and try to start with only 3 arms. The customer informed the tse that they started the procedure laparoscopically. On january 30th, 2026, intuitive surgical (is) obtained the following additional information regarding this event: the conversion did not result in increasing the port size incision nor adding additional ports. The patient tolerated the conversion. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the customer reported issue and replaced the universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed on a test fixture where sensor check was found to be failing on the insertion chipencoder virtual absolute (cva) printed circuit assembly (pca) and insertion cva flat flex cable (ffc). Once testing was completed, the insertion cva pca and insertion cva ffc were tested and were verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause is due to an issue with the insertion cva pca and cva ffc.